Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported right side rupture confirmed during explant surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product", rupture found at surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture: no observed on the device. Additional observations: ¿ deformation observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ voids observed on the gel.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported right side rupture confirmed during explant surgery. Device has been explanted.